Event description:
This is a spontaneous case report received from a female consumer of unspecified age via newspaper in (B)(6) on 18-may-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer stated she indicated that she had a nickel allergy at the time of essure placement, but this was no impediment. After 3 months she got complaints that became worse. On internet she found information that essure should not be placed in case of nickel allergy or autoimmune disease. She mentioned that she has had that too. According to her; her own treating physician did not respond/ hear something that other women tell as well. Also, he did not want to remove the coils. Typical: other gynaecologists are willing to do it. She stated essure coils were removed a couple of months ago. She did not feel sea sick the whole time anymore. Ptc investigation result received on 28-may-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 28-may-2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 115 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed newspaper case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy. The devices were removed. This event was considered serious, due to medical importance and it is listed in essure's reference safety information. In this particular case, limited information was provided. The consumer, who was allergic to nickel, started experiencing complaints 3 months after essure placement and had the device removed 3 years later. She related her complaints to her allergy and stated she was feeling better with device removal. Given this information and considering the positive temporal relationship between essure insertion and her complaints; causality with the suspect insert cannot be excluded. This case was considered an incident, since devices removal (implied intervention) was required. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information can be obtained as this a social media case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up information received on 02-jul-2015 from (B)(6) health authority (case#(B)(4)): the patient was (B)(6) at time of essure insertion and events. Patient had essure sterilization in (B)(6) 2013. She has a nickel allergy, but according to gynecologist this would be no problem. After 3 months the complaints started. Patient describes the complaints like "fluctuations inside, like patient was always standing on a boat", according to patient it was no dizziness. Also patient experienced pain under her ribs, back and legs. There were times patient could not stand on her feet anymore. Patient was also very tired and had a short temper. The complaints hindered her life a lot (patient is mother of 3 young children). Patient went back with her complaints; physician felt that her complaints were not caused by essure. She went to the rehabilitation physician, general practitioner, neurologist and internist with her complaints. The internist referred patient to another gynecologist. This gynecologist removed her oviducts in (B)(6) 2015. The complaints patient experienced reduced a lot, the fluctuations and pain under her ribs are gone. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed newspaper case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel allergy and had pain in back. These events were considered serious, due to medical importance and are listed in essure's reference safety information. In this particular case, the consumer, who was allergic to nickel, started experiencing complaints 3 months after essure placement and had the device removed 3 years later. She also had her oviducts removed. She related her complaints to her allergy and stated she was feeling better with device removal. Given this information and considering the positive temporal relationship between essure insertion and her complaints; causality with the suspect insert cannot be excluded. This case was considered an incident due to required intervention. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information can be obtained as this a social media case.